Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (approximately 500 mg/dl). The cause for elevated bg level was unknown. Reportedly, the customer reverted to manual injections for insulin therapy.